Event description:
It was reported that while using a 2.7mm drill for preparing the patient's bone for a screw, the drill bit snapped off into the patient's bone. Additional information was provided that the drill fragments were left in the patient and there was no other hardware present which the drill could have hit. It was reported that the case was completed wth no significant delatys, this occurred during the initial use of the drill, and there were no significant loads applied to the drill which could have caused additional stresses. The drill was discarded after the case.